Manufacturer narrative:
Unit passed displacement test and self test. No unexpected pump error alarms noted during testing however, the formatted history file confirmed pump error alarm. Problem isolated to the electronic assembly as per global logic analysis. No moisture damage or physical damage noted on electronic assembly during visual inspection. Scratched case and pillowing keypad overlay. The p-cap does lock properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had software error detected alarm. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer was performed self test and it was passed. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.